Manufacturer narrative:
Occupation - the occupation is a lay user/patient.

Event description:
A patient's mother complained of questionable results from coaguchek xs meter serial (B)(4) compared to the dade innovin method. (B)(6). The patient has no hematocrit concerns, is not on heparin, is on no direct thrombin inhibitors, has had no dietary changes, on no new medications, has had no new illnesses, no symptoms of bleeding or bruising, and no changes in diet or coumadin dosage. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. Error 5 was not observed during the investigation. The returned and the retention material meet the specifications. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy. The investigation was unable to find a definitive root cause.